Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log was reviewed, and it confirmed that there was a record of the cassette connection failure alarm. Functional tests were performed, and a defective downstream occlusion (dso) sensor was found. The customer's problem was replicated. The cause of the problem was a defective dso sensor, and it was replaced to fix the issue.

Event description:
It was reported that the cassette was not recognized. There was no patient involvement, and no patient harmed reported.